Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted to the distal lcx. Pt was asymptomatic at 30 day f/u and had a cardiac status of stable angina at 6 month f/u. Pt did not attend one year f/u. Approximately 15 months post index procedure, sudden pt death is reported to have occurred. Investigator states that pt had a sudden cardiac arrest while at home. No autopsy report is available. Investigator stated that death was not related to the study procedures but it is not assessable if event was related to the study stent.

Manufacturer narrative:
Evaluation results: death.